Event description:
Too high wall pressure. Nitrous oxide on display. Pc1720 exchanged.

Event description:
The set peep values do not correspond to the actual peep value on the pt system sc7000. Pc1750 was replaced. There was no pt injury.